Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. A new ra lead with a different model was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. A new ra lead with a different model was successfully implanted. No additional adverse patient effects were reported. Additional information received which indicates that this ra lead exhibited lead dislodgement and will be returned for analysis.